Manufacturer narrative:
H6; cartridge lockout tab bent. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0107z; cartridge pan/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and postion/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "did not cut" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. It was concluded that instrument was fully functional and conforming to design specification. Experience surgeon reported could not be repeated. Returned cartridge had a bent lockout tab on pan which indicates that instrument's firing cycle was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged. If instrument's firing cylec is interrupted, released, then restarted, cartridge will lockout and new cartridge should be reloaded into instrument. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the device was not used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield release button would not work properly. There was no pt consequence.